Manufacturer narrative:
The device sample was sent to the mfg facility for eval. The results of the eval are not available at the time of this report. (B)(4) has been opened to address this issue. If additional info is received, a f/u report will be submitted. Eval: method: other - device history record review was performed. Results: other - the DHR review showed that no similar issues were found during the mfg or package processes of this lot.

Event description:
The event is reported as: a surgeon squeezed the handle of the stapler, but it released no staple. Another stapler was used to complete the procedure. No injuries reported.